Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. A sensor reading of 'hi' (> 500mg/dl) was obtained as compared to a result of 180 mg/dl on a competitor meter. The customer was treated with insulin, then experienced unspecified symptoms of hypoglycemia, and was taken to hospital. A healthcare meter result of 31 mg/dl was obtained and the customer treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. A sensor reading of 'hi' (> 500mg/dl) was obtained as compared to a result of 180 mg/dl on a competitor meter. The customer was treated with insulin, then experienced unspecified symptoms of hypoglycemia, and was taken to hospital. A healthcare meter result of 31 mg/dl was obtained and the customer treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000j4rwch has been returned and investigated. Sensor plug is properly seated and no physical damage is observed on the sensor patch. The sensor was found to be in sensor state 1(indicates the sensor was never activated). All pertinent information available to abbott diabetes care has been submitted.